Event description:
.

Manufacturer narrative:
Amvex qa ((B)(4)) were informed of incident at (B)(6) medical center regarding amvex's chemetron adapter attachment. A meeting was held between amvex and the user facility regrading the issue. At this point, amvex qa requested that the failed product be returned so analysis could be conducted. On (B)(6) 2012, a second request was made to user facility. Amvex is expected to receive 12 subject units through the return goods process. To date, the product has yet to be returned to amvex. The amvex adapters are proved to be strong and functional under normal use. However, the nipple may be dislodged form the base if it is mishandled by the end user. The product in question is an adapter that is used as a component attachment of this medical device; the adapter is not a finished medical device. However, the medical devices that connect to the amvex adapters are fitted with various features to ensure proper delivery of medical gas (in this case, oxygen) to the pt. The likelihood of serious injury to a pt is remote. Ventilator alarms such as low pressure and low oxygen are common place and oxygen saturation monitoring is the standard of care as a further back-up in this pt scenario.